Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further specified. The event was manifested by abdominal pain, diarrhea, and cloudy effluent. On the same day as the event onset, the patient was hospitalized for bacterial peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for bacterial peritonitis. The patient did not respond to peritonitis treatment, so nine days after the event onset, the catheter was removed and the patient was switched to hemodialysis. Also that same day, the patient was discharged from the hospital. At the time of this report, the patient had not recovered from the event. No additional information is available.